Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. We are unable to determine if any product condition could have contributed to the skin irritation. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level increased to approximately 300 mg/dl while wearing the pod for between 37 to 48 hours. Upon removal from the infusion site, the pod¿s cannula was found to be dislodged. The parent reported that the patient experienced a local skin reaction at the infusion site, including redness which was described as causing a burning sensation. Ongoing adhesion issues were also reported despite the use of additional transparent dressings.

Manufacturer narrative:
Submitting a correction supplemental MDR to update section 'b7 - other relevant history' to add that the patient has diabetes and section 'h6 health effect - clinical code' to add burning sensation.